Event description:
Boston scientific received information that this patient has an implantable cardioverter defibrillator (ICD) along with a right atrial (ra) lead and 2 right ventricular (rv) lead's exhibited several lead issues. The ra lead exhibited low sensing and increased thresholds. The rv lead that is being used as a shocking lead only exhibited out-of-range (oor) shocking impedances which are unknown if they were high or low. The other rv lead exhibited low sensing and high thresholds. As a result, all the leads were surgically abandoned and the device explanted. At explant it appeared that the header was loose. All were successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
--